Event description:
It was reported that device fracture occurred. It was reported that during a myomembolisation procedure, a (ngmc/single/021/bern/2ro/130) direxion microcatheter was used in conjunction with a non-boston scientific guiding catheter. During the procedure, the microcatheter became heavily stuck within the guiding catheter. Attempts were made to pull-out the device; however, the microcatheter ripped off, and the distal tip was stuck inside. Both the microcatheter and guiding catheter were removed. The procedure was completed using a different device. There were no patient complications reported as a result of this event, and the patient remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k142259, k163701.